Manufacturer narrative:
Control recovery was within expectations. A general reagent or analyzer issue can be ruled out. Isolated non-reproducible results do not represent a general malfunction of the assay. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The serial number of the e 402 analyzer was (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys estradiol iii on a cobas pure e 402 analytical unit. The sample initially resulted in an estradiol value of 173 pg/ml. The sample was repeated twice, resulting in values of 37.1 pg/ml and 37.2 pg/ml.